Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to fully insert the atrial lead into the connector of the pulse generator. Eventually, the lead was inserted and the procedure was completed.